Manufacturer narrative:
(B)(4). Brand name unknown / not provided. Catalog and lot number unknown / not provided. PMA/510(k) number unknown as item and lot number is unknown.

Event description:
Doctor indicated that the upper part of the patient's implant fractured.

Manufacturer narrative:
One piece of an unknown implant was returned for inspection. Visual inspection revealed that the piece is from an implant collar, and appears to have chipped off. The remainder of this implant was not returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complaint indicates implant fracture at the collar during loading. The fragment was removed, and the remainder of the implant was left in the surgical site. The product is confirmed to be fractured. A root cause for this complaint could not be determined.